Event description:
Reference number (B)(4) event occurred in spain it was reported that patient faced eight infusion sets cannula kinked events on (B)(6)2024, (B)(6)-2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024,(B)(6)2024, and(B)(6)2024. The event occurred within three hours of insertion. The insertion site was thigh. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 8